Manufacturer narrative:
Cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 263 mg/dl at the time of incident. Troubleshooting found that the threading on the outside of the battery compartment is cracked in 3 places. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.